Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) decompensation (diabetic decompensation) due to glucose levels. [Diabetic metabolic decompensation] insulin did not come out and was not delivered by novopen 4 [device failure] hyperglycemia [hyperglycaemia] novopen 4 had problems in delivering the novorapid insulin [device delivery system issue] perform a flow test for the device to work every time [wrong technique in product usage process] she reused the novofine needles for up to 3 days, meaning she could use them 9 to 12 times [multiple use of single-use product] patient is unaware of stability of insulin at room temperature,shelf life of medication, does not know what flow test is and its function [product communication issue] patient reported that always had needle left attached on the device. [Product storage error] case description: this serious spontaneous case from chile was reported by a consumer as "decompensation (diabetic decompensation) due to glucose levels. (Decompensated diabetes)" beginning on aug-2024, "hyperglycemia(hyperglycemia)" beginning on 22-aug-2024, "novopen 4 had problems in delivering the novorapid insulin(inaccurate delivery by device)" with an unspecified onset date, "perform a flow test for the device to work every time(wrong technique in drug usage process)" with an unspecified onset date, "she reused the novofine needles for up to 3 days, meaning she could use them 9 to 12 times(needle reusage)" with an unspecified onset date, "patient is unaware of stability of insulin at room temperature,shelf life of medication, does not know what flow test is and its function(health care provider instructions for product use lacking)" with an unspecified onset date, "patient reported that always had needle left attached on the device.(device stored with needle attached)" with an unspecified onset date, "insulin did not come out and was not delivered by novopen 4(device failure)" with an unspecified onset date, and concerned a 46 years old female patient who was treated with novopen 4 (insulin delivery device) from unknown start date for "device therapy", , novofine 32g 4mm (needle) from unknown start date for "device therapy", , novorapid penfill (insulin as part) from unknown start date and ongoing for "diabetes" (unk (started 3 or 4 years ago; dosage; according to glycemia), subcutaneous), patient's height: 152 cm patient's weight: 55 kg patient's bmi: 23.80540170. Current condition: diabetes (since 1993,type not specified), hypothyroidism(diagnosed 31 years earlier) concomitant products included - tresiba flextouch u100(insulin degludec 100 iu/ml), eutirox(levothyroxine sodium). On an unspecified date, patient reported problems of novopen 4 in delivering the novorapid insulin (patient started using novopen 4 at the end of july). On an unspecified date in aug-2024, patient experienced decompensated diabetes as insulin did not come out and was not delivered. Patient changed the needles but novopen 4 did not work. Patient performed flow test for the device to work every time, which leads to wastage of insulin. On 22-aug-2024 (thursday), patient administered 3 iu, but the insulin was not delivered, so patient had an increase in insulin throughout that day with insulin (blood insulin) values 229mg/dl,126mg/dl ,262mg/dl ,287mg/dl, 278mg/dl ,231mg/dl respectively. On 22-aug-2024 (thursday), patient experienced episodes of hyperglycemia with blood glucose values 278 mg/dl (at fasting),at 11:42 am postprandial, it was 287 mg/dl and at 2:21 pm, it was 263 mg/dl post-correction with novorapid insulin, patient does not remember the dose applied). Patient reported that it seemed to be very strange, as patient managed blood glucose well over the years with the units of insulin administered and counting the carbohydrates ingested in meals. Patient believed that novorapid insulin or novopen4 device, or the needles used, may have caused hyperglycemia. On (B)(6) 2024, the patient went to the hospital to inform a nurse about what had happened and to have a review of the device. Based on the referred and the professional's testing (they tried expelling several units of insulin into the air, and no medication was delivered), they replaced patient's device with another novopen 4, with a new insulin cartridge, leaving the faulty novopen 4 at the hospital. Patient changed the needle to a new one and performs a flow test, adjusting from 6 iu to 8 iu into the air, making sure that medication comes out of the needle, then proceeds to administer the rapid insulin novorapid. On that weekend, patient used the insulin she already had, setting aside the cartridge delivered at the hospital on 23-aug-2024. On (B)(6) 2024, patient was given another novopen echo with batch number: kvg1x98 , which is currently in use patient reported that patient used novofine 4mm/32 g needles, mentioned that before 26-aug-2024 (monday) patient reused the needles for up to 3 days, meaning patient could use them 9 to 12 times. However, since monday, 26-aug-2024, patient changes the needle for each injection to avoid ejection failure. Patient reported that always had left the needle attached on the device. Patient stored the device and insulin in refrigerator trays in a horizontal position. Patient was unaware of the stability of insulin at room temperature and the shelf life of the medication once opened. Patient also does not know what a flow test was and its function. Batch numbers: novopen 4: unknown novofine 32g 4mm: novorapid penfill: mr7fj06 action taken to novorapid penfill was reported as no change. Event abated after use stopped or dose reduced for novorapid doesn't apply event reappeared after reintroduction of novorapid doesn't apply the outcome for the event "decompensation (diabetic decompensation) due to glucose levels.(decompensated diabetes)" was not yet recovered. On 22-aug-2024 the outcome for the event "hyperglycemia(hyperglycemia)" was recovered. The outcome for the event "novopen 4 had problems in delivering the novorapid insulin(inaccurate delivery by device)" was not reported. The outcome for the event "perform a flow test for the device to work every time(wrong technique in drug usage process)" was not reported. The outcome for the event "she reused the novofine needles for up to 3 days, meaning she could use them 9 to 12 times(needle reusage)" was not reported. The outcome for the event "patient is unaware of stability of insulin at room temperature,shelf life of medication, does not know what flow test is and its function(health care provider instructions for product use lacking)" was not reported. The outcome for the event "patient reported that always had needle left attached on the device.(device stored with needle attached)" was not reported. The outcome for the event "insulin did not come out and was not delivered by novopen 4(device failure)" was not reported. On 10-sep-2024, case was reclassified and upgraded to serious upon addition of medically significant event "decompensated diabetes". Since last submission, case was updated with following information: -device tab, EU/ca device and device addendum were updated for novopen 4 -device tab, EU/ca device and device addendum were updated for novofine 32g 4mm -events "device stored with needle attached" and "device failure" were added -event decompensated diabetes was added (medically significant event) -narrative updated accordingly.

Event description:
Case description: investigational results: name of the suspect product:novopen 4 batch number: unknown no investigation was possible, because neither sample nor batch number was available. Name of the suspect product: novofine 32g 4mm, batch number of the suspect product: unknown, no investigation was possible, because neither sample nor batch number was available. Name of the suspect product: novorapid penfill, batch number of suspect product: mr7fj06, the number of complaints on the batch was evaluated and, when applicable, relevant actions were taken.the product was not returned for examination. Since last submission, case was updated with following information: investigational results were updated for the suspects novorapid penfill, novofine 32g 4mm, novopen 4 . Is non-reportable field were updated as "no" for novopen 4 and novofine 32g 4mm malfunction fields were updated as "yes" for novopen 4 and novofine 32g 4mm final report check box were ticked in EU/ca device information tab for novopen 4 and novofine 32g 4mm expected date of follow up report dates were removed for novopen 4 and novofine 32g 4mm. Mdrf codes (b,c,d,g) were updated for novopen 4 and novofine 32g 4mm narrative updated accordingly. Final manufacturer's comment: 04-nov-2024: the suspected devices novopen 4 and novofine needle has not been returned to novo nordisk for evaluation. Batch number of the device unavailable despite repeated efforts to find the same. No batch trend analysis or reference sample analysis performed. No other confounding factors identified. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen 4 and novofine needle. Incorrect han-dling of the device such as storage error, needle reusage and storing the device with needle attached to device will affect the functionality of the drug delivery device and can result in hyperglycaemia and its complications. H3 continued: evaluation summary name of the suspect product:novopen 4 batch number: unknown no investigation was possible, because neither sample nor batch number was available.